Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and rework was found on p/n 319.006.03 lot #6113829. The rework performed inspection on the l1 supplier feature. The l1 feature was found nonconforming and a ncr was created. The nonconformance for l1 was reviewed by the pde and accepted use as is because the critical dimension 74.50 +/-0.15 can still be maintained on the assembly with the oversize parts. The relevance of this nonconformance is not able to be determined. Placeholder.

Event description:
It was reported to the service and repair department, the tip of the depth gauge for 2.0mm and 2.4mm screws broke off. It is not known how the tip became broken, possibly during cleaning. This complaint is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional narrative: device is an instrument and is not an implant/explant. The item was received with a broken tip. No service history review can be performed as this is a lot controlled item.